Event description:
The patient received her scs system consisting of an ipg, percutaneous lead, and lead extension on (B)(6) 2007. It was reported about a week later that the patient ceased to receive stimulation from her system. An x-ray confirmed that all connections were intact. The physician explanted and replaced the extension on (B)(6) 2007. Follow up on the patient found that no further issues have been reported. The explanted extension was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. All wires were broken in the strain relief. The lead extension failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.